Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens. The lens was removed, due to the patient's capsule would not support the lens due to weak zonules. A anterior chamber lens was inserted. No sutures were required. No patient injury was reported.

Manufacturer narrative:
Visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: based on the complaint history, and evaluation of the returned product. A specific root caused of the event could not be determined. It should be noted that the injector, and cartridge were not returned for evaluation.